Event description:
After about a year after I had my breast implants in. I started to have capsular contractions and pain. Which then turned in breast implant illness with fatigue etc. In (B)(6) of 2020 I started becoming disabled and hardly able to a daily task. Later that month I went to the ER for really bad pain. My right implant got highly infected and had to be removed. A week after I started feeling a little better. I had an MRI of both of my breasts and my left implant was still there; to find out that was leaking as well now have to get that removed. This is after having the implants for 3 years. Had the ana test done during all of this and it came back positive which means an auto immune disorder is present. FDA safety report ID# (B)(4).